Manufacturer narrative:
Block b3: exact date unknown, event occurred on the fax date of service prior to the date the manufacturer became aware.

Event description:
It was reported that the device was no longer functioning as intended. It was also noted that the patient experienced intense pain. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.